Event description:
The manufacturer received information that a trilogy evo ventilator was reported to have a critical service required alarm occur. There was no harm or injury reported. Evaluation by a philips field service engineer revealed the device experienced a ventilator service required alarm e-384 indicating a pressure sensor mismatch issue. The device's machine flow sensor and the 3-way solenoid valve were replaced to address this issue. After service and repair, the device was returned to use. Additional findings not related to the malfunction/issue: additional component replacement during device evaluation service included the system printed circuit board assembly (pca), the tubing system pca, the tubing fio2, the outlet side panel, the oxygen blending module subassembly, the blower mounts, the blower chassis plate, the blower cap, the blower bellows seal, the blower assembly.